Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial#: (B)(4), product type: programmer. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient programmer had a poor communication screen displayed and could not communicate with or without the antenna attached. It was reported that ins recharger connects with the ins and gets charged. The patient reported in (B)(6) 2019, they were hit by a car (unrelated to the ins), that caused her not to feel the stimulator but still allowed to charge the ins. The patient reported that this caused to have pain all over, not feel stimulation up the back, or allow to change the settings. The patient reported that the pain has since got lighter.